Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of a combination of procedural conditions and patient pathology/morphology. The reported tissue damage, recurrent mitral regurgitation (mr), and foreign body in patient appear to have been cascading events of the slda clip. The reported patient effects of tissue damage, recurrent mr, and foreign body in patient are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6. Code 4003 removed.

Event description:
Subsequent to the initial report filing, review of the event indicated that after leaflet assessment, the clip was noted to be stable. No additional information was provided.

Manufacturer narrative:
The clip remains implanted. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip was deployed on the leaflets and chord which caused the clip to detach from one leaflet and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The first steerable guide catheter (sgc) was advanced but could not be maneuvered [crossed] from the right atrium to the left atrium. Although, ballooning was performed attempting to open the septum, the sgc could not cross. The sgc was removed to make sure that there was no damage to the sgc which could have been contributing to the issue. A new sgc was opened and placed without issue. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully and after leaflet insertion assessments, it was observed that the clip was not stable. One clip implanted reducing mr to 1. On (B)(6) 2020, control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Chordal rupture was noted as the clip had been deployed on the leaflets and chords which then pulled the clip off the anterior leaflet. Mr increased to 4. No additional information was provided.